Manufacturer narrative:
User facility did not return device.

Event description:
During an endovenous radiofrequency ablation procedure, the physician experienced resistance when advancing the radiofrequency catheter over the guidewire and the guidewire became stuck in the catheter. The physician attempted to withdraw the guidewire through the catheter multiple times, at which point the distal tip of the guidewire broke off. No impact to the patient was reported.